Manufacturer narrative:
Clinical evaluation: two years after primary cementless tha the stem needs to be replaced because it is too big and could never find the correct position in the femur. It must be noted that the corticals of this patient of 72 are exceptionally thick and strong. However, the cause for this revision is not a defective implant.

Event description:
About 2 years after primary the surgeon planned to revise the patient stem for loosening. Surgery planned on the (B)(6) 2020.